Event description:
Subsequent to the initial MDR, additional information became available. It was reported an unspecified malfunction/issue occurred. The wearable was inserted into the arm. The date of the event is an approximation. On or around (B)(6) 2025, the patient reported experiencing a seizure, which they attributed to an unspecified malfunction of their dexcom device. At the time of the event, the patient was using a tandem mobi insulin pump. The patient declined to provide technical support with additional details regarding the incident. Multiple follow-up attempts to obtain further clarification were unsuccessful. The customer¿s experience of a malfunction/issue is undetermined. The performance data was reviewed for the time period of interest. The data indicates that the sensor session started at 10:42 pm on (B)(6) 2025. The session lasted 10 days and 11 hours and ended when the sensor was replaced with a new one. It should be noted that there were no warmup periods logged for this sensor session or the next. There were 3 bg meter calibrations performed on the date of the alleged issue (on (B)(6) 2025). All 3 calibrations indicate that the device is well within specifications for accuracy. On the date of the alleged issue there were numerous high glucose alerts with each one vibrating and repeating every 5 minutes until acknowledged or the egvs dropped below the high threshold. All alerts operated as intended. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of seizure.

Event description:
It was reported an unspecified malfunction/issue occurred. The wearable was inserted into the arm. The date of the event is an approximation. On or around on (B)(6) 2025, the patient reported experiencing a seizure, which they attributed to an unspecified malfunction of their dexcom device. At the time of the event, the patient was using a tandem mobi insulin pump. The patient declined to provide technical support with additional details regarding the incident. Multiple follow-up attempts to obtain further clarification were unsuccessful. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.